Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controllers exhibited electrical fault alarm and had a loss of power. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was reported that the controller exhibited a controller fault alarm rather than an electrical fault alarm.

Manufacturer narrative:
The two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the device passed visual examination and functional testing. Failure analysis of (B)(4) revealed that the device passed visual examination. Functional testing of (B)(4) revealed that the no power alarm did not activate when both power sources were disconnected from the controller. Internal inspection revealed that the internal battery was swollen. Supplemental testing revealed the internal nickel-metal hydride (nimh) battery was faulty. Review of the controller log files associated with (B)(4) revealed that no controller fault alarms were recorded within the analyzed period. Review of the controller log files associated with (B)(4) revealed a controller fault alarm on (B)(6) 2019 at 21:48:34, indicating a fault regarding the internal nimh battery that powers the ¿no power¿ alarm. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. Additionally, log file analysis revealed a controller power-up event, with associated motor start event, logged on (B)(4) on (B)(6) 2019 at 21:10:07. The data point prior to the loss of power revealed that a battery was connected to power port one with 23% relative state of charge (rsoc) and a battery was connected to power port two with 41% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one and a battery was connected to power port two. The controller was without power for 11 seconds. Several additional controller power-up events were logged on both controllers with no pump connected to the controllers, indicating that the events likely occurred during troubleshooting. As a result, the reported controller fault alarm and loss of power events were confirmed for (B)(4) but could not be confirmed for (B)(4). The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial #: (B)(4). Concomitant medical products: yes, return date: 05-nov-2019, device evaluated by MFR: yes. FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s):67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the second controller revealed that the device passed visual examination and functional testing. Failure analysis of the first controller revealed that the device passed visual examination. Functional testing of the first controller revealed that the no power alarm did not activate when both power sources were disconnected from the controller. Internal inspection revealed that the internal battery was swollen. Supplemental testing revealed the internal nickel-metal hydride (nimh) battery was faulty. Review of the controller log files associated with the second controller revealed that no controller fault alarms were recorded within the analyzed period. Review of the controller log files associated with the first controller revealed a controller fault alarm on (B)(6) 2019 at 21:48:34, indicating a fault regarding the internal nimh battery that powers the ¿no power¿ alarm. Additionally, log files revealed that the controller was in use for more than 2 years. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. Additionally, log file analysis revealed a controller power-up event, with associated motor start event, logged on the first controller on (B)(6) 2019 at 21:10:07. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 23% relative state of charge (rsoc) and another battery was connected to power port two (2) with 41% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). The controller was without power for 11 seconds. Several additional controller power-up events were logged on both controllers with no pump connected to the controllers, indicating that the events likely occurred during troubleshooting. As a result, the reported controller fault alarm and loss of power events were confirmed for the first controller but could not be confirmed for the second controller. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.